Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 542621. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 543677. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 546554.

Event description:
It was reported that the patient had an infection and underwent an explant procedure of four implantable pulse generator (ipg). No additional information was provided despite good faith efforts. The devices will not be returned for analysis as they were retained by the facility.